Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the instrument was set to 6, surgeon took a split skin graft but the last part of the graft ended up with a full thickness skin graft. Event occurred during surgery; and there was a need to suture the wound. No additional graft was needed. No further patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor, handpiece switch, bearing pack, o ring, seal, reciprocating arm, and 3 inch width plate were damaged. The motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm, and width plate were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.